Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with unspecified mentor saline breast implants and experienced bilateral deflation. As a result, the patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile 475cc, catalog number 3501680, lot number 7604665, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2018. This report is for the right side.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 6.5 cm x 3.5 cm running from the anterior aspect to the posterior aspect. Also it noticed a crease on the anterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/4/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The left side device was identified as a saline mentor smooth round moderate profile 475cc, catalog number 3501680, lot number 5785955. The right side device lot number is unknown. (B)(4).